Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 curved-tip stapler instrument or the sureform 45 white reload to perform failure analysis. A review of the stapler log shows that sureform 45 curved-tip stapler instrument, (lot number: k14250619-02820, was installed 3 times and fired 3 stapler reloads (2 green, followed by 1 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. On install 3, the first clamp was successful, but was followed by a second firing failure. There were no stapler related errors in the logs. The customer-provided three videos for review: in video (1) on the second firing, the stapler instrument is positioned to staple a very short segment of tissue. In the endoscopic view, tissue appears to be captured in the distal approximately 20 mm of the jaws, with no tissue present in the proximal portion. Since there is no tissue in the proximal portion of the jaws, the proximal staples are observed as they are deployed from the cartridge; this is expected behavior. ¿tissue too thick to continue (tttc)¿ is triggered when the stapler instrument encounters high firing forces; however, the reason why tttc occurred in this instance, cannot be determined, as the clamped tissue did not appear to be excessively thick. In video (2) tttc is confirmed when attempting to fire across the vessel. However, the video does not provide sufficient information to determine the root cause. In video (3), a green stapler reload is used in an attempt to clamp the lung tissue. The position of the stapler instrument, relative to the target tissue is obscured by adjacent tissue and blood in the surgical field. After multiple clamping attempts, the stapler instrument is removed and re-installed with a black stapler reload. The black stapler reload achieves a full clamp on the first attempt; however, force fire is required to complete the firing. During clamping, a large amount of tissue was pushed into the proximal part of the jaws, which likely contributed to the partial fire. Upon completion of force fire, the staple line appears to be hemostatic, with no visible bleeding from the stapled tissue. Concomitant products: sureform 45 curved-tip stapler instrument (part number: 480545-06). Sureform 45 green reload (part number: 48345g-03).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred while firing a sureform 45 curved-tip stapler instrument with a sureform 45 green reload on the lung parenchyma. At the time of the incident, the system displayed an error message: ¿tissue too thick to continue.¿ upon inspection, the green stapler reload had an exposed blade. The issue was resolved by replacing it with a backup sureform 45 green reload, after which the firing sequence was completed successfully. Subsequently, a sureform 45 white reload was loaded onto the sureform 45 curved-tip stapler instrument, and an attempt was made to staple the pulmonary artery. A partial fire recurred, and the system displayed the same error message: ¿tissue too thick to continue.¿ the cause of the incident remains unknown, as the surgeon did not fire over an existing staple line and no obstructions or other hard material were observed between the instrument jaws. It is also unclear whether the stapling issue created holes or gaps in the staple line or necessitated additional tissue resection; however, for unspecified reasons, ligation and clamping were not feasible. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and informed the surgeon that the blue pedal could be used to reverse the action. Given the increased risk of bleeding, the procedure was converted to an open approach, and a third-party stapler was used to complete the staple line. The procedure was then completed robotically. There were no post-operative complications or concern for long-term complications.